Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received a vibratory alert. It was noted that the device had reached premature eri. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With a replacement battery attached, no sources of high current drain were found during in-lab tests. The device's power consumption was normal. The battery was returned to its vendor for further analysis. The root cause of premature battery depletion was traced to an internal battery anomaly.